Event description:
Reportedly, one freezing container was found ruptured when removed from the cassette for thawing after storage in liquid nitrogen. The contents of the container, peripheral blood stem cells, were disposed of at the time of the event. Sufficient back-up cells were available to transplant the pt. The pt was not effected by the event. The sample will be returned for eval. At the time of this report the sample had not been received. The containers after removal from the liquid nitrogen storage tank are extremely fragile in the frozen state. Care must be taken when handling the frozen product not to cause any mechanical damage to plastic containers. Small cracks or fractures in the body of the containers may cause the ingress of liquid nitrogen and the rupture of distention of the containers. Freezing and thawing recommendation are distributed with each configuration of the containers.

Manufacturer narrative:
Product was received for evaluation 11/21/96. H6 updated.